Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that a magenta and green endoscopic image was displayed due to failure of the circuit board or ccd. Omsc surmised that the adhesive of the objective lens partially peeled off due to the following causes or other. Peeling / chipping due to impact such as dropping. The surface of the distal end of the insertion tube was repeatedly wiped and scrubbed excessively. Chemical deterioration of the surface of the distal end of the insertion tube due to chemicals.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that a magenta and green endoscopic image was displayed due to a failure of the ccd, and the adhesive of the objective lens partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.